Event description:
Medtronic rec'd info that approx seven months post implant, this bioprosthetic valve was explanted due to aortic insufficiency, stenosis, and calcification of the valve. Upon explant, it was noted that all leaflets were damaged. Culture was negative for organisms. A non-medtronic mechanical valve was implanted with no adverse pt effects.

Manufacturer narrative:
(B)(4. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. Tears and abrasions were observed in the left cusp and non-coronary cusp, due to contact with a long suture tail. There was also a tear in the right cusp. A suture was not present on the returned valve near this tear. A remnant of pannus remained attached to the inflow adjacent to the non-coronary cusp. Traces of pannus remained attached to the inflow extending to the non-coronary left inferior coaptive area. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. Tears and abrasions observed in the left cusp and non-coronary cusp were due to contact with a long suture tail, which is related to implant technique. The cause of the tear in the right cusp cannot be determined. In addition, reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.